Event description:
Bpu ¿misfired while in patients body."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
New information was provided to argon. According to new information, device failed to collect sample and did not misfire in the patient's body. There were no patient injury. Thus this event is no longer reportable. Manufacturer will continue to investigate the returned sample. If new information becomes available related to this complaint, a follow-up report will be submitted. H3 other text : according to new information this event is no longer reportable, manufacturer will continue investigation.

Event description:
Bpu ¿misfired while in patient's body¿.